Event description:
It has been reported to philips that the device was not able to be restarted, and movement was not possible. There was no harm reported. A fse inspected onsite and reloaded the software. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer inspected the system onsite and observed that equipment is down and it cannot be restarted and it does not allow arc movement as well. To resolve the issue fse loaded the software due to failure in the movements of the bow and table in ippc computer. After repair, system was returned to use in good working order. The codes were updated based on the investigation outcome.